Event description:
In 2006, a cook main body endovascular stent and a gore excluder aaa endoprosthesis contralateral leg component were implanted to repair an infrarenal abdominal aortic aneurysm. The proximal end of the graft migrated and a proximal type I endoleak was identified. In 2008, the patient was converted to open surgical repair. According to the implanting physician, the event was not associated with the gore excluder aaa endoprosthesis contralateral leg component. Further investigation is pending.